Manufacturer narrative:
The insulin pump was received with no button response due to act, esc, up arrow, and down arrow button are flat button dome. The connector was inspected and locked on lcd board. Unable to perform displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test due to keypad unresponsive. The insulin pump was received with cracked reservoir tube lip noted.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer also reported that all buttons were hard to press. The customer's blood glucose was 26 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with glucose tablets and fruit. The customer declined to troubleshoot for the low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.